Event description:
It was reported the pt experienced ineffective stimulation after being in an altercation. An sjm representative was unable to resolve the issue with reprogramming as the pt's pain had increased. Follow-up identified per the physician, the pt had dislocated his rotator cuff which is in the same area as the pt's pain pattern and the increase in pain was due to the dislocation. Subsequently, the pt's scs lead (cervical) and scs extensions were explanted (reference MFR. Report: 1627487-2014-05070 for ipg). Device cultures were negative.

Manufacturer narrative:
Results: the complaint about "ineffective stimulation" was confirmed. Inspection of the incomplete penta lead model 3228 revealed the wires broken in the lead paddle. Lead failed the continuity test. Two extension headers were cut approximately 4 cms long and a terminal end approximately 16 cms long. Continuity test passed for the both headers and terminal end segments. Two butterfly anchors and one strain relief revealed no anomaly. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.